Event description:
Customer reports that the patient tested 226mg/dl, 29mg/dl, and 21mg/dl on the same device within 6 minutes. Customer also reports that between the 29mg/dl and 21mg/dl results that a lab resulted in a reading of 254mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.